Manufacturer narrative:
(B)(4)- follow-up #001 - initial pr (B)(4) issued mfg report #1031452-2011-00072. Dealer inspected bed and replaced the motor under warranty. Motor was discarded. Caregiver stated that incident was due to a transfer error and not a malfunction of the product. No RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years 10 months old. The user manual part number 1114836 rev f (aug-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years 10 months old. The user manual part number 1114836 rev f (aug-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The j box allegedly will not lower the bed, only clicks. Injury is alleged.

Event description:
The j box allegedly will not lower the bed, only clicks. Injury is alleged.